Event description:
On (B)(6) 2012 pt reported receiving a reoccurring e2 (battery depleted) error message. Pt stated he purchased a new battery and wanted to call prior to inserting it into the infusion device. Pt reported inserting the new battery and placed the infusion device in the run mode without duplicating the error message. Pt stated this has occurred multiple times within the past few months. Advised pt to check the alarm history. Pt reported multiple e2 error messages but never received an a2 (low battery) alert prior to receiving the error message. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.